Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), after placing the cypher select plus 2.25 x 28 mm stent at the circumflex target lesion, the physician experienced difficulty deploying the stent/inflation difficulty with the stent delivery system balloon (sds). The pressure was increased to 20 atm and the stent was successfully deployed. The procedural outcome was reported to be good. There was no reported pt injury. After the sds was removed from the pt, the luer hub was noted to not fit properly. Add'l info has been requested.

Manufacturer narrative:
The product is available for eval and testing. However, the product has not been returned as of to date. Add'l info will be submitted within 30 days upon receipt.